Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking tests and no air bubbles were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level was 359 mg/dl. The customer states there was air bubbles in reservoir. Troubleshoot was conducted and the customer was assisted with priming the air bubbles. The customer was advised to conduct full set and reservoir change. The customer was advised to monitor the device. The customer was advised the reservoir would be changed.